Event description:
The facility representative reported an ipump with a condition of "micro processing unit board." This condition occurred during programming/setup in the "3 east step-down" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This ipump was not received by baxter for evaluation therefore the reported condition of micro-processor unit printed circuit board (mpu pcb) could not be confirmed or reproduced. No root cause could be determined. No repairs were made. The device history review revealed that there were no exceptions made during the manufacturing process. The service history review revealed this pump has been serviced previously, and it has previously been serviced for mpu pcb.